Manufacturer narrative:
Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and was unable to duplicate the reported issue but was able to verify the issue in the device's electronic data. Stryker cleared the device's memory and updated the software to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device produced a frozen screen with the service light present during use. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however, there was no adverse event reported.

Event description:
The customer contacted stryker to report that their device produced a frozen screen with the service light present during use. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker found that the device was left on for 6 days previous to the shock being delivered. Leaving the device on for that long causes the memory to fill which can cause background software issues when attempting to rewrite new information. This was the cause of the reported issue.